Event description:
The event is reported as: alleged issue: the doctor mentioned when he was examining the catheter by normal saline solution before insertion to make sure that the balloon is functioning well, saline solution was leaking out between the tri-furcation area. Another catheter was used successfully. No reported patient injury. Patient current condition is fine.

Manufacturer narrative:
No device sample is available for investigation. No lot# available.